Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware of 11/21/2017, that on (B)(6) 2015, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2015. It was indicated that the skin around the sensor insertion site developed a red rash the size of a dime. When the patient removed the sensor patch adhesive, it was indicated that a layer of his skin came off. The affected area had skin irritation and light scarring. The patient treated the affected area with light ointment and bandages. Additionally, it was reported that the patient had discontinued using the continuous glucose monitor (cgm). At the time of contact, the patient was doing okay. Additional patient or event information is not available.